Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: needle-to-cuff miss, detached foot portion. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, when the needle plunger was removed, there was no suture attached to the needles. Additionally, the posterior portion of the foot was detached and missing. After performing "extensive angiography of the arterial structure of the limb," the detached portion of the foot was not found. It was decided to monitor the pt closely for adverse effects. The device was removed over a guide wire and a second proglide was used to achieve hemostasis. There were no reported pt adverse effects. Though requested, no add'l info was provided.